Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
During surgical use, surgeon was placing a tibia pin into the tray when the small silver pin grabbers broke. Immediately the pin puller pieces were removed, and a new pin puller was opened for them to continue surgery. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
(H3) the evaluation noted that according to the manufacturer investigation, the device history records of the subject devices were reviewed, and no issues were observed. A design review showed that the breakage area of the component is relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. Although the evaluation couldn¿t confirm user misuse, off-axis loading which can be generated by the user applying a bending moment to the device during pin driving/pulling could contribute to the breakage. The most likely root cause associated with the reported event are the breakage area of the component being relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading and/or off-axis loading when the user applies a bending moment to the device during pin driving/pulling. As a correct action, manufacturer have update design to improve strength of breakage area and update operative technique to instruct users to avoid using the instrument off-axis. A risk assessment has been initiated to escalate this issue.